Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the therapy log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 3. The programmed fill volume was 2200ml and the ultrafiltration (uf) was 2352. This reflects a total drain volume of 4552ml, which meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Event description:
A customer contacted beckman coulter inc., (bci) regarding obtaining a troponin (accutni) result in the risk stratification range that repeated above the ami cutoff on access 2 immunoassay system for one patient. Customer does not recall which result was reported or which result is believed to be true. However, they stated no erroneous results were reported outside of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. No failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The assignable cause of the iipv was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Review of the service dates and activities revealed the device has not been previously returned for iipv?s. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Additional information: product surveillance contacted the peritoneal dialysis clinic to provide results of the homechoice device evaluation and was advised the home patient (hp) had been switched to hemodialysis.